Manufacturer narrative:
Despite manufacturer's requests, nor the device, the batch number, the x-ray pictures or information about the cas have been forwarded for evaluation. Consequently, a review of the complaint database has been performed on all the batches of celsite st301 sold since (B)(4) to the end customer ((B)(4) batches in total). On these (B)(4) batches of celsite access ports: no complaint for leakage has been reported; (B)(4) complaints for catheter disconnection have been recorded. These two complaints happened in the same hospital. One involved device was returned for evaluation. It presented no defect or manufacturing failure. Without any other information, a thorough investigation cannot be performed. If new elements become available, a supplemental report will follow.

Event description:
Leakage of chemotherapy drug around the access port. Surgery in emergency to remove the access port system.